Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No ramping numbers noted.

Event description:
Customer reported that her insulin pump is malfunctioning, because it started to deliver insulin that she did not programmed. Customer stated that she disconnected the infusion set from her body quickly to avoid the over delivery. Customers also stated that the insulin pump numbers are ramping on their own. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.